Manufacturer narrative:
Manufacturer ref. No. (B)(4). Baxter did not receive the device for evaluation and it was not identified. When the device is identified and received, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that pumps were alarming for upstream occlusion alarms. There was no pt injury.